Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer and the cause of the reported problem was confirmed to be the speaker assembly, and speaker was completely out of sound and it did not produce a speaker inoperative message. The speaker was replaced and returned to functional use with no further issues identified. The device remains at the customer site.

Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker fault, no audio. The device was in use at time of event, there was no adverse event reported.